Event description:
It was reported that after leaving the procedure room, during pre-discharge check there was atrial undersensing and right ventricular capture by the atrial lead. Chest x-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, under sensing, and inappropriate capture. After cleaning lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of under sensing and inappropriate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.